Manufacturer narrative:
The completed product analysis indicated that one opened sample of part number 1884004 from lot number 0214390139 was received with a residue consistent with biological contaminants on the device. The reported failure was that the tip of the blade broke off. A microscope and calipers were used to examine the sample. Visually, it was confirmed that the distal tip had broken off of the inner cutter, which would have resulted in the reported event; the detached segment measured approximately 0.24" in length. The break occurred at the first proximal tooth valley. The outer assembly teeth were deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the second distal valley while moving in a cw direction and teeth at the second proximal valley while moving in a ccw direction. If information is provided in the future, a supplemental report will be issued.

Event description:
During a right total ethmoid fess, at the end of the procedure the tip of a tricut broke off completely. Initially it was not located, but after an x-ray confirmed it was not present in the cavity, the drapes were searched where the missing piece was found on the floor. There was no patient injury as a result.